Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2018, and the mesh was implanted. During the procedure, the mesh was ripped and another like device was used to complete the procedure.